Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. A mre (device history record) review will not be performed.

Manufacturer narrative:
Product complaint #: (B)(4). Occupation is lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plaintiff¿s preliminary disclosure and asr medical record received. After review of medical record, patient was revised to address left hip pain. Patient had elevated metal ion. Revision notes stated that there was a lot of fluid in the hip, there was a lot of tissue that appeared black in nature and appeared like corrosion. Pseudocapsule and old scar were excised. Acetabular component and head were removed with minimal bone loss. Doi: (B)(6) 2007 - dor: (B)(6) 2019 (left hip).